Manufacturer narrative:
Product ID 3093-28, lot # v705291, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported that the patient had site pain, so the healthcare provider (hcp) "lowered" the pocket location and made it "a little bit deeper." It was stated that "everything communicated" after syncing the programmer with the battery, and the device was turned on. It was noted that the patient "appeared to be fine." A supplemental report will be sent if any additional information is received.